Manufacturer narrative:
(B)(4). Catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
When the surgeon was implanting the catheter, the guidewire was difficult to remove. It caused the catheter to tear; there was a small hole. A new catheter was opened and successfully implanted. There was reported to be no pt injury; the pt had no adverse side effects.